Event description:
The customer requested to have the device serviced for wear and damaged parts. During servicing, the philips field service engineer (fse) observed a display failure. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.